Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 350cc gel breast prostheses developed baker grade iii capsular contracture in both of her breasts. Bilateral capsular contracture was diagnosed by a physical exam. As a result, the patient underwent a surgical intervention on (B)(6) 2021 to treat the capsular contracture. The patient¿s breast prostheses were re-implanted which is contraindicated in the instructions for use. This medwatch report is for the patient¿s right breast prosthesis.